Event description:
It was reported that this inflatable penile prosthesis (ipp) was not working as intended; therefore, pump, reservoir and one cylinder were removed. No additional information was reported.

Manufacturer narrative:
The exact event date was not available; therefore, the date of 01/01/2025 was used as an estimate. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other specific information. If additional details become available, a supplemental report will be submitted.

Manufacturer narrative:
The exact event date was not available; therefore, the date of 01/01/2025 was used as an estimate. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other specific information. If additional details become available, a supplemental report will be submitted. Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. The cylinder was microscopically inspected and tested for leaks. Wear at fold in its proximal, middle and distal portions was noted; however, no leaks were identified. The pump was microscopically inspected, leak and functionally tested. No damage or abnormalities were noted, and no leaks were identified in the component. The reservoir was microscopically inspected and tested for leaks. Wear at fold in its shell was noted, but the component passed leakage evaluation. Based on the information available and analysis results, the reported clinical observation of device nor working as intended could not be confirmed.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was not working as intended; therefore, pump, reservoir and one cylinder were removed. No additional information was reported.